Manufacturer narrative:
Spouse of type 2 diabetic on vgo 30 for 2.5 years contacted valeritas customer care and reported that the patient has passed away. She died in (B)(6) of 2017. He did not provide any further details. Cause of death is unknown however he indicated it may have been stroke or mi related. Device was not returned for investigation.

Event description:
Spouse of type 2 diabetic on vgo 30 for 2.5 years contacted valeritas customer care and reported that the patient has passed away. She died in (B)(6) of 2017. He did not provide any further details. Cause of death is unknown however he indicated it may have been stroke or mi related.